Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and reported possible over delivery. Low blood glucose was treated by glucose intake. The customer reported sensor glucose vs blood glucose reading mismatch. Difference between sensor glucose and blood glucose at time of event not within the target range. Troubleshooting was performed. The customer was using pump within 48 hours prior to event and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software, successfully generated carelink reports. Pump delivered 191 bolus deliveries on the event date of 03/02/2024 at 00:47:37.000 to 23:27:37.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case and pillowing keypad overlay. Unable to verify customer's complaint for low bg's. Possible over delivery anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported that the blood glucose value was 38 mg/dl and the sensor glucose value was 97 mg/dl at the time of the incident. The event involved products mmt-342, mmt-431a, mmt-1884l, and mmt-7040a. Troubleshooting was performed for the difference between glucose values. The difference between glucose values was outside the acceptable range. Insulin delivery was not suspended due to the difference. The customer also confirmed being under medication with acetaminophen. Mmt-7040a, mmt-431a, and mmt-342 were requested, and the customer confirmed that the devices would be returned. The product mmt-1884l was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial reports. The information has been provided in below sections with this follow-up report. 1. Section b1 - checked box for adverse event 2. Section b2 - checked box for other serious (important medical events) 3. Section b5 - updated the summary with respect to serious injury event and addition of new svn's of mmt-342, mmt-431a, mmt-1884l, and mmt-7040a. 4. Section d10 - added concomitant products 5. Section h1 - type of reportable event changed from ¿malfunction¿ to ¿serious injury¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.